Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. No excessive no delivery alarms noted. No frozen screens noted. The battery cap was installed and fits properly; no battery cap or battery tube threads anomalies noted. However, the insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that while traveling, he overdosed on insulin and did not think the insulin pump was working properly. The customer's blood glucose reading was 589 mg/dl. The customer treated with manual injections. The customer reported receiving a no delivery alarm and that the battery cap did not screw all the way in. The customer performed the self-test twice and both times it failed. The customer also reported a hospitalization 2 days prior to this event due to high blood glucose levels of 1000 mg/dl. The customer reported vomiting as a symptom. The customer was given insulin and pills to treat and was released. The customer was offered a replacement device, and was advised to return his device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.